Event description:
It was reported that the patient underwent an implant of a baerveldt shunt on (B)(6) 2012. It was stated that during the procedure, a conjunctival rotation autografting was performed. In addition, at the post operative follow up month one (1), ocular hypertension was noted (intraocular pressure was recorded to be 38mmhg). The patient underwent treatment in which the tube obstruction was released by cutting open the conjunctiva. Patient was stated to be placed in hospital after the procedure. The patient was noted to have recovered (B)(6) 2012 from the ocular hypertension, and tube obstruction, and the shunt remained implanted.

Manufacturer narrative:
(B)(6). (B)(4) - baerveldt shunt tube obstruction prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
We obtained additional information that physician indicated that the device did not malfunction. All pertinent information available has been submitted. (B)(4): placeholder.